Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that over the past couple of months multiple pumps were alarming no disposable, not detecting the cassette, when a smiths medical, cadd medication cassette was attached. It was reported the end user tried multiple pumps without resolution and today the pump was alarming no disposable, two hours early with 9ml remaining and neither pump would work. No adverse patient effects were reported. No additional information is available at this time.